Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding explant date and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reports right side rupture, "extracapsular extension of silicone," cysts, calcifications, and lesion "in the right axilla may represent a lymph node with silicone within". Device remains implanted.